Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she was unable to see. She noted dissatisfaction with the iol and reported two additional procedures for the removal and implantation of an alternate iol. Additional information is not available or expected for this report. There are two medical device reports associated with this patient. This report is associated with the right eye.